Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Reported incident - patient experiencing severe and persistent pain, discomfort, instability, and difficulty ambulating caused by mechanical loosening of the defective cobalt hv bone cement.

Manufacturer narrative:
The reason for this incident was reported as patient experiencing severe and persistent pain, discomfort, instability, and difficulty ambulating caused by mechanical loosening of the defective cobalt hv bone cement. The previous surgery and the surgery detailed in this event occurred 1.5 years apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at hospital and not made available to djo surgical for examination. This investigation is limited in scope as only partial information was provided to djo surgical. The revised item was not returned for examination and the lot number was not provided. To adequately investigate this event, the part and or lot number are necessary. If this information is submitted at a future date, this investigation will be re-evaluated. Customer complaint history of the reported item showed no present trends or on-going issues that are needing a review. The root cause of this incident is patient experienced severe pain. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The surgeon performed this revision to remedy the patient'scondition. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Corrected data: see g.1. & h.10. Manufacturer narrative: the reason for this incident was reported as pain, discomfort, instability, and difficulty ambulating caused by mechanical loosening of the defective cobalt hv bone cement. The previous surgery and the surgery detailed in this event occurred 1.5 years apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at hospital and not made available to djo surgical for examination. The device history record was not found among djo and available zimmer biomet records. Customer complaint history of the reported item showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to pain, discomfort, instability, and difficulty ambulating caused by mechanical loosening of the defective cobalt hv bone cement. The findings did not lead to a firm conclusion since the needed records were not made available at the time of this investigation. If more information is received later, the complaint will be updated. No other information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may contribute to an event that are outside the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.